Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and sepsis and subsequently passed away. The cause of peritonitis and treatment for the event were not reported. The patient was hospitalized for the event of peritonitis. Nine days after the onset of peritonitis, the patient was discharged from the hospital and died on the same day due to sepsis. It was not reported if an autopsy was performed. The patient had not yet recovered from the peritonitis at the time of death. No additional information is available.